Event description:
Customer reported the system mixed up images during a case and now will not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. System operates as intended.